Event description:
Reportedly pump was set to deliver primacor heart medication. 100cc bag was set to infuse 3 times at 17.6ml/hr and one time at 13ml/hr. The bag was empty at the end of the fourth infusion. No pt injury reported.